Event description:
A peritoneal dialysis patient experienced peritonitis due to their transfer set "locking mechanism was malfunctioning" resulting in a leak on the pd catheter. The cause, patient hospitalization, treatment and patient outcome were not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The event occurred with an unspecified transfer set. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2022-07086. All relevant information will be captured under 1416980-2022-07086. Should additional relevant information become available, a supplemental report will be submitted.